Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing separated at the upper fitment upon initiating an infusion of normal saline. The event occurred at the chemotherapy clinic. There was no patient injury.